Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be telemetered during a routine follow-up. No pacing spikes were noted on the surface ECG and no tones could be obtained from the ICD with a magnet application. The ICD was removed.